Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported via the implant patient registry that this valve was explanted after an implant duration of 9 years and 8 months for unknown reason. A 23mm valve was implanted in replacement. An idc was received indicating that the explant was due to a deficiency of the original device. No other information was available.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.